Manufacturer narrative:
(B) (4). (B) (4). It is possible that the stent graft did not seal the perforation because of, but not limited to, the following: incorrect size of stent graft, non-central positioning of stent graft over the perforation, growth of perforation during stent graft implantation. The device was not returned for investigation and therefore, no complaint of root cause can be identified. It cannot be determined if there is a contribution between the device and the death of the pt. Review of the device history record for this lot did not produce any findings relevant to this report. The other graftmaster is being reported under a separate medwatch report number.

Event description:
Device issue: failure to seal perforation. Time of device issue: during procedure. Adverse event: cardiac tamponade/death. Onset of adverse event: during procedure. It was reported that the 3.0 x 19 mm jostent graftmaster was unable to cross to treat a perforation, which was caused by a non-abbott stent. The 3.0 x 12 mm graftmaster crossed with difficulty and was deployed; however, it did not seal the perforation. The pt experienced a cardiac tamponade and went into cardiac arrest. Resusitation efforts were unsuccessful and the pt died.